Event description:
When the physician retrieved the catheter in order to change it for a new one. There was slight resistance around the distal end of the sheath when retrieving. When the physician tried to check the initially inserted catheter, the physician noted that the distal segment was missing from the end of the catheter. The case was successfully finished with a different guide catheter. Patient is in stable condition.